Event description:
It is reported that the pt was revised due to progressive pain, swelling, and evidence of migration and loosening of the tibial component.

Manufacturer narrative:
The event listed on the form was previously submitted under mfg report number 1822565-2014-00396. This report will be amended when our investigation is complete.